Manufacturer narrative:
The user reported a high glucose event. The following example set was provided: (B)(6) 2025 at 9:07 am, sg not available and bg 376 mg/dl. A review of the data management system (dms) confirmed the user-reported glucose value. No sg value was available at the time of the event because the user had received a sensor check alert on (B)(6) 2025 at 06:09 am, after which the system returned to the initialization phase. Due to this, the system would not have issued a high glucose alert. The user did not seek medical treatment and resolved the event by administering insulin. The user's hcp was not aware of the event, and the user was advised to follow up with their hcp for further medical guidance.in an associated complaint(MFR#3009862700-2025-02018) about sensor inaccuracy where user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated, a review of the in-vivo data revealed that the user was experiencing transient optical instability around the reported time. Next-level support instructed the user to re-link the sensor through the app. The user completed the re-link and manual sync on (B)(6) 2025. The system was observed for three days, and escalation feedback indicated improving agreement between sg and bg readings as the system stabilized. Eventually, the user confirmed improved performance and acknowledged the instructions. Dms review showed the system was up to date, and the case was closed. B4. Date of this report 07 dec 2025. G3. Date received by the manufacturer? 07 dec 2025. H3. Device evaluated by manufacturer? Yes h6. Type of investigation updated to 4121 h6. Investigation findings updated to 3224 h6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a high glucose event and provided the following example, which was confirmed in dms: (B)(6) 2025, 9:07 am et / sg not available - bg 376 mg/dl. After dms review, it was confirmed that the user did not receive a high glucose alert at the time of the event because the sg was unavailable due to the system reverting to the initialization phase. The user did not seek medical treatment and resolved the event by adjusting insulin dosing. The user's hcp is not aware of the event; therefore, the user was advised to follow up with the hcp for further medical guidance. Per dms, the user is currently using the system, and the information is up to date.